Manufacturer narrative:
(B)(4)/ partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient required CABG x2 and was weaned off bypass with the support of an iabp. The aortic valve prosthesis was functioning normally with no insufficiency. The patient tolerated the procedure well. The reported event was not confirmed; however, this event was likely due to patient and/or procedure related factors. There has been no indication or allegation of a product malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient underwent avr and required CABG x2 post valve implantation. Initially, a 25 mm valve was implanted, then explanted due to concern of coronary artery occlusion. It was decided to remove the 25 mm valve and replaced it with a 23 mm valve (subject device). The left main ostium could be clearly seen above the valve. The clamp was removed and the heart did not function well. At this time, it was decided to graft both the lad and rca. CABG x2 was performed and the patient was weaned from cpb with the aid of inotropes and iabp. Postoperative tee revealed left ventricular function was worsened with an ejection fraction of 45%. The aortic valve prosthesis was functioning normally with no insufficiency. The patient tolerated the procedure well and was transferred to the ICU.